Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that multiple episodes of ventricular tachycardia due to lead noise was observed. The patient did not receive inappropriate therapy. Programming changes were recommended. The lead remains implanted and active.

Manufacturer narrative:
External insulation abrasion was noted at 36.3-37.3cm from the distal tip consistent with lead friction to another device or feature of the patient anatomy. The sensing conductor etfe coating was abraded and partially melted at this location. This is consistent with the observation from the field of noise.

Event description:
New information received indicates that the lead was explanted and replaced.